Event description:
It was reported that a patient presented in the hospital after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Atrial fibrillation due to the patient not using medication was confirmed. It was suggested for the patient to start taking medication again. Programming changes were made. The patient will be monitored.